Event description:
Complainant alleged tht while attempting to defibrillate a pt (age & gender unk) during an study, the device displayed a "discharge fault" and "defib fault 80" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.